Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the plastic ring where the reservoir is, cracked and broke and is not secure. Troubleshooting was performed and it is unknown how the damage occured. It was advised that the insulin pump return. The customer's blood glucose is unknown.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked lcd window, broken belt clip slot, stained end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.